Event description:
Additional information was received indicating that the issue was discovered upon power up, prior to patient use, so there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b3, b5 and h6(patient code).

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The pump was cracked and chipped out on both the front corners of the top case. There was also a crack on the right plunger case. A time base bgnd test error was found in the event history log (ehl). This error was not reproduced after the pump was powered on. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The main board was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a base background error. No patient injury or complications were reported in relation to this event.